Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer¿s blood glucose (bg) level was displayed as ¿high; however a specific value was not provided. A correction bolus and manual injection were delivered to address bg. The customer alleged the pump was not delivering a bolus as intended; however, tandem technical support confirm that boluses were delivered as intended.